Event description:
Hcp reported the patient presented with an infection of the device pocket in 2002 as evidenced by swelling and drainage. A culture of the device showed no growth and the patient did not have meningitis. The patient was treated with both IV and oral antibiotics and total device system explant. The infection resolved and there was no drug withdrawal. The hcp reports the patient had been withdrawing the morphine from the pump, selling it, and replacing it with water.